Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure? Is it the surgeon¿s standard routine to transect vessels with 60mm endocutter? What other anatomical structures was the device used on prior to this firing? Did the surgeon make any accommodations for distal and proximal control prior to firing? Was buttressing material used in any of the previous firings? Were any staples seen in the surgical field? If so, please describe shape. Approximately where was the vessel placed within the jaws of the 60mm device? What number firing was this?

Event description:
It was reported that during a thoracotomy, after several firings of the endocutter, the doctor fired the endocutter, using a white reload, no buttressing material, across the pulmonary artery and noticed the device cut but didn't deploy any staples. The doctor attempted to perform a mass transfusion but the patient expired too quickly from blood loss.

Manufacturer narrative:
(B)(4). MDR decision: not reportable additional information received during a meeting with the reporting facility: it has been confirmed that they have closed the investigation into this matter. The surgeon states that he no longer believes the stapler was an issue, that the staples did deploy. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event. Since the operating surgeon stated that there was no alleged deficiency of device, the complaint record will be voided.